Event description:
It was reported that the right atrial lead exhibited failure to capture and the patient was experiencing dizziness. It was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited failure to capture. It was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.